Manufacturer narrative:
This lv lead will not be returned to boston scientific. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow-up, it was noted that this left ventricular (lv) lead dislodged. A revision procedure was scheduled, and the patient was hospitalized until the procedure can take place. During the procedure, this lv lead was explanted, and a new lv lead was implanted in a good position, with good measurements. No adverse patient effects were reported.